Event description:
As reported, there was a kink in the joint area of the hub section on a 6f extra back-up right coronary artery (xbrca) vista brite tip guiding catheter during preparation. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The device will be returned for evaluation. Addendum: product evaluation revealed a crack on the luer hub of the vista brite tip catheter.

Manufacturer narrative:
Complaint conclusion: as reported, there was a kink in the joint area of the hub section on a 6f extra back-up right coronary artery (xbrca) vista brite tip guiding catheter during preparation. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). A non-sterile unit of catheter 6f .070 xb rca 100cm was received for analysis. During the visual inspection, a kinked/bent condition was observed on the body of the catheter located approximately 32.7 and 78.3 cm from the distal tip. A luer hub cracked condition was also noticed. No other damages or anomalies were observed on the returned device. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. A functional analysis was conducted to assess whether the observed crack during the visual inspection affected the flow of solution through the unit. Leakage was detected at the site of the crack on the hub. Additionally, an aspiration test was performed to evaluate if air or air bubbles could enter the unit. Upon completion, air bubbles were observed inside the syringe, indicating that air likely infiltrated through the damaged hub. No other anomalies were identified. An amplified picture of the damage observed on the hub was taken. A cracked condition was noted, where fatigue striations were observed on the inner wall of the separation on the plastic material. This fatigue striations are commonly produced where an excessive tensile force is used exceeding the material yield strength prior the damage. The reported event by the customer as ¿catheter (body/shaft) - kinked/bent¿ was confirmed since kinked/bent damages were noted on the body of the catheter and may be related to storage or handling factors. Additionally, the event ¿luer hub-cracked¿ was also confirmed. The exact cause of the crack could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.